Event description:
It was reported the device cannot pass self-test.

Manufacturer narrative:
It was reported, that the device cannot pass self-test. There was reportedly no patient involvement. The device was not evaluated, by the philips field service engineer. It was evaluated/repaired by the third party service provider. The device was repaired and returned to the full functionality. However, no details on the failure were provided. The device remains at the customer site. And no further evaluation is warranted at this time.